Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter leak is confirmed but the exact cause remains unknown. One photo sample of a powerpicc sv dl catheter was provided for evaluation. The catheter appears to be shown outside of patient use. Blood residue and evidence of use is visible on the device. A spraying leak is visible at the proximal end of the catheter extending from the bifurcation hub. The characteristics of the catheter leak location could not be closely inspected from the image provided. Since the presence of a leak was observed to be present in the catheter tubing, the complaint is confirmed; however, the exact contributing factors remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a patient who during the shift presents moisture in the healing area, it is observed with drainage and moisture in the patient bed, evidence of solution leakage between the catheter and the body when washing, finding the occluded power pathway. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported a patient who during the shift presents moisture in the healing area, it is observed with drainage and moisture in the patient bed, evidence of solution leakage between the catheter and the body when washing, finding the occluded power pathway. No other information provided.